Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.